Manufacturer narrative:
D2b: nhl, pjs. Correction to the initial MDR in blocks b3, and h6. The device was not returned to boston scientific for evaluation; therefore, a physical analysis could not be performed. A review of the product labeling was conducted and did not identify any anomalies. The labeling indicates that loss of adequate stimulation and symptoms such as weakness, muscle spasms, shaking, restlessness, or problems with movement are known risks associated with the use of deep brain stimulation systems.

Event description:
It was reported that the patient implanted with a deep brain stimulation (dbs) system experienced no improvement in symptoms due to inadequate stimulation, which was attributed to suboptimal lead placement during the initial implant procedure. The patient subsequently underwent a revision procedure during which the lead was explanted and replaced. The explanted lead was discarded by the medical facility and was not returned to the manufacturer for analysis.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due inadequate stimulation, as per misplaced lead implantation location the first time. No additional adverse patient effects were reported. The explanted device will not be returned as it was discarded by physician.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl>.